Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci prostatectomy procedure, it was observed that the prograsp forceps instrument could not be moved anymore due to the cable that has jumped out of the cable guide. No missing or fallen pieces were reported. The planned surgical procedure was completed using a back-up instrument. No patient harm, adverse outcome or injury reported.